Event description:
It was reported that the device exhibited a measured estimated longevity of 0 years. The measured battery data was 2.76 v, 7 ua, <1 kohms with a magnet rate of 98.5 ppm. The actual estimated remaining longevity was given as 4.5 years at 100% pacing.